Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone and email.

Event description:
1 reported false positive flu a result for 1 symptomatic patient. The customer communicated the result was confirmed negative by alternate testing method (method not provided). The patient was retested with sofia and received another positive flu a result which is captured on a separate report.